Event description:
It was reported that loss of aspiration occurred. An angiojet device was selected for use for thrombectomy procedure. During the procedure, weakness in suction was observed during the surgical procedure, with inconsistent pressure and occasional interruptions in the functioning of the device. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).